Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp was placed to support the patient admitted in with cardiogenic shock. The pump supported for just over four days when removed/escalated to the left ventricle assist device. The day prior the team had observed a hematoma that prompted washout and the limb was numb from possible nerve compression. The patient survived the procedure.